Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit for blood back. The fse found no blood in blood detect tubing. The fse replaced the crm and safety disk as per the service manual. The unit was returned to the customer.

Event description:
N/a.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) units balloon ruptured. There was no patient harm reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units balloon ruptured. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.